Event description:
It was reported to nova biomedical that, a consumer received a result of 108 mg/dl on their blood glucose meter. The consumer then had experienced a hypoglycemic event. The emt's blood glucose reading was much lower. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the returned of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.